Event description:
The customer contacted physio-control to report that their device locks up when attempting to power it on. As a result, the unit does not complete the power on cycle and would not be able to provide defibrillation, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was a temperature sensitive crystal, designator y4, on the digital pcb assembly. The customer was provided with a replacement device.